Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during set up for a cataract procedure the system changed modes on it own. There was no patient involvement. The procedue was completed using the same system.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative calibrated the touch screen as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on december 9, 2006. Based on qa assessment, the product met specifications at the time of release. A touch screen was received for evaluation. A visual assessment of the returned touch screen did not reveal any non-conformity. The returned touch screen was installed onto a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned touch screen was exercised by randomly activating various system modes and parameters. The returned touch screen responded properly when activated. Testing was performed approximately 15 minutes. The returned touch screen functioned as intended and no self-activation was observed during test. The system was found to meet specifications and there was no problem found on the returned touch screen. Therefore, the root cause of the reported non-conformities cannot be established. The manufacturer internal reference number is: (B)(4).